Event description:
Lens opacification was observed postoperative. Lens remains implanted in the pt's eye.

Event description:
Lens opacification was observed postoperative. A vitrectomy was also performed.